Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, increased threshold was observed. It is suspected the source of high threshold was possibly physiological. The patient is pacemaker dependent. Noise was also noted the ventricular lead due to partial inhibition of the right ventricular stimulation. The lead was explanted. During the extraction, the patient had bad ventricular fibrillation. Eventually, the patient condition after the procedure was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.